Manufacturer narrative:
04-aug-2025 product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
[Oral-b power care refills] brush head came off the brush and was inside mouth [device breakage], product counterfeit-oral-b refills [product counterfeit] . Case narrative: the consumers husband reported via phone that the consumer had her brush head came off while cleaning her teeth and was inside her mouth. No injury was reported. 04-aug-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b power care refills] brush head came off the brush and was inside mouth [device breakage]. Case narrative: the consumers husband reported via phone that the consumer had her brush head came off while cleaning her teeth and was inside her mouth. No injury was reported.